Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. Device communicated properly with the test blood glucose meter. The test value of 100 mg/dl was sent by the meter and received by the device . No communication anomaly noted. Device uploaded properly using carelink. Device had scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 475 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event but has been using the insulin pump from today. Customer did not experience any symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.